Event description:
Device malfunction: suture retrieval/difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician untrained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, when removing the device needles, no suture was present. The device was surgically removed and hemostasis was achieved. There were no reported adverse patient sequelae. No additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.